Event description:
We are a hospital that currently uses monoject blunt tip needles (1.2mm x 38.1mm). We are having coring issues when using the protonix, solu-medrol, and solu-cortef vials which we order from pfizer.